Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. It also indicated the criteria for right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a remote transmission was received due to a lead integrity alert (lia) on the right ventricular (rv) lead for oversensing with high rate non-sustained (hrns) and sensing integrity counter (sic) episodes. The rv lead was found to have t-wave oversensing (twos). The lead continues to be monitored remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.